Event description:
(B)(6) 2018 (B)(4) (hcp, rep): information was received from a healthcare professional via a manufacture representative regarding a patient implanted with an implantable neurostimulator (ins). It was reported that the patient's lead migrated down following a car accident. This was confirmed with an x-ray of the patient's spine. The rep reprogrammed stimulation and the issue was resolved. No patient complications were reported. (B)(6) 2018 (B)(4) (rep), ph (rep): additional information was reported that the rep met with the patient to do reprogramming. This is the first time she has been seen since the original complaint. Paresthesia was only in her arms and not in her face as desired. The x-ray was taken and the a lead migrated left again. The patient would like her system explanted. No further information was reported. (B)(6) 2018 (rep): additional information was reported that they are planning for a lead revision to resolve the patient's lead migration. No further information was reported.

Manufacturer narrative:
Concomitant medical products: product ID (B)(4), serial# (B)(4), implanted: (B)(6) 2018, product type: lead, product ID (B)(4), serial# (B)(4), implanted: (B)(6) 2018, product type: lead. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Other relevant device(s) are: product ID: 977a260, serial/lot #: (B)(4), ubd: 26-jun-2022, UDI#: (B)(4). Product ID: 977a260, serial/lot #: (B)(4), ubd: 18-apr-2022, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
2018-10-17 (B)(4) (hcp, rep): information was received from a healthcare professional via a manufacture representative regarding a patient implanted with an implantable neurostimulator (ins). It was reported that the patient's lead migrated down following a car accident. This was confirmed with an x-ray of the patient's spine. The rep reprogrammed stimulation and the issue was resolved. No patient complications were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was reported that the rep met with the patient to do reprogramming. This is the first time she has been seen since the original complaint. Paresthesia was only in her arms and not in her face as desired. The x-ray was taken and the a lead migrated left again. The patient would like her system explanted. No further information was reported.